Event description:
Healthcare professional reported "pump is not pumping at all. The nurses will start an infusion, and the pump just never runs." Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
Z-800f pump (B)(6) was flow rate tested with a flow rate deviation of 3.36% which is within manufacturing specifications. Reported issue was not confirmed. Pump meets passing criteria.